Event description:
It was reported that during intra-aortic balloon therapy (iab), the balloon did not sound right and within 2 minutes of starting therapy blood was found in the iab catheter. The iab catheter was removed. Customer also stated that upon inspecting balloon after removal, noticed several small holes near the base of the balloon. The console did not alarm for a leak and blood in tubing. There was no patient injury reported.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the interior and exterior of the catheter. The inner lumen was found to be occluded with dried blood. The occlusion was unable to be cleared. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and multiple leaks were detected on the membrane ranging approximately 3.6cm to 8.3cm from the rear seal measuring 0.013cm in length. The reported problem was most likely triggered by the leaks found on the membrane. The penetrations found on the membrane appear to have been caused by a sharp object. We are unable to determine when this may have occurred. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Complaint # (B)(4).

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4).

Event description:
It was reported that during intra-aortic balloon therapy (iab), the balloon did not sound right and within 2 minutes of starting therapy blood was found in the iab catheter. The iab catheter was removed. Customer also stated that upon inspecting balloon after removal, noticed several small holes near the base of the balloon. The console did not alarm for a leak and blood in tubing. There was no patient injury reported.